Manufacturer narrative:
Initial findings were confirmed. The permanent cautery hook instrument was found to fail the continuity test. The distal clevis ear was cut off to get a better view of the conductor wire routing into the yaw pulley. Upon doing so, it was found that the conductor wire was broken at the yaw pulley.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The permanent cautery hook (pch) instrument was analyzed and failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across the hook tip. There is obvious damage to the conductor wire. Fa found additional observations that are related to the customer reported complaint: the instrument was found to have damage of the conductor wire¿s insulation at/near the yaw pulley. There was not material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the damaged conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the permanent cautery hook instrument (pch) would not coagulate. The procedure was completed with no reported injury.